Event description:
It was reported "hole in catheter. The catheter was used for a while but when they flushed it before given chemo, the catheter was leaking. Then they pulled it out and saw a hole. No injury to the patient.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 4 fr s/l powerpicc solo was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclical kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal to the 8 cm depth marker, and a kink was observed between the 9 cm and 10 cm depth markers. A microscopic observation revealed the split at the 8 cm depth marker to be longitudinally aligned along the molded line. The split was observed to be at the corner of the kink in the catheter tubing, and the split had a smooth, granular fracture surface. The catheter was subsequently cut just distal of the kinks to measure the wall thickness of the catheter at the molded line. The wall thickness was observed to be within specifications. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product, and the damage location suggested that catheter securement, access and maintenance techniques may have contributed to the failure.

Event description:
It was reported "hole in catheter. The catheter was used for a while but when they flushed it before given chemo, the catheter was leaking. Then they pulled it out and saw a hole. No injury to the patient."